Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump keypad symbols were worn and the keypad cover was torn at the ok button. All of the keypad buttons responded properly, however the keypad cover was removed and contamination was found under the contrast, down arrow, and up arrow button contacts.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2013.